Event description:
It was reported to medtronic minimed that the customer experienced occluded, keypad/button unresponsive/button error, no delivery/occlusion alarm, failed battery test. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1715kl, mmt-332a. Troubleshooting was performed and customer reported receiving a battery failed alarm, insulin flow blocked alarm, a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-1715kl. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. No failed battery test noted. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test or insulin flow blocked alarm noted in pump downloaded history on or near the event date. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: corroded electronic assemblies, scratched case, cracked keypad overlay, pillowing keypad overlay, corroded battery tube, corroded home switch. The p-cap/reservoir does lock properly. No insulin flow blocked alarm noted during testing. All buttons functioned properly during test. No keypad anomaly noted. No failed battery test noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.